Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition and high ventricular rate (hvr) episodes. The rv lead was explanted and replaced. The patient remained stable throughout the procedure.